Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that when priming the insulin pump, the numbers do not come up on the display screen. Customer's blood glucose was 14.0 mmol/l. Customer stated that the insulin squirts out of the end of the tubing when priming. Customer also received a motor error alarm and a compromised force sensor system alarm. Customer was advised that the pump will have to be replaced.